Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized due to developing hives. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. The patient is currently using their device with effective pain relief and will be seeing an allergist in the future.